Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provided the patient outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional the valve was blocked and underdrainage. The explanted product were delivered to miethke with the return kit inside an unknown liquid. Height: 162 cm. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received submersed in an unidentified liquid. The progav was received along with the shunt assistant. (Reported separately). Visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - the results have indicated that the valve has a blockage. Adjustment test - fixed pressure - n/a. Braking force and function test - fixed pressure - n/a. Computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured. The testing apparatus is normally used. Because the valve is not permeable, a computer controlled test is not possible. Results - after the tests, we have dismantled the valve. Inside the shunt assistant only minimal deposits were found. Based on our investigation, we confirm the presence of occlusion in the valve. Despite the lack of deposits observed inside the valve, it is noted that even a small amount of non-visible blood or protein can lead to a temporary blockage and could be responsible for the suspected malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.